Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was offline from eighteen hours. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A technical support specialist remoted onto the station, gathered logs using the referenced knowledge articles such as "how-to ¿ recover / repair a corrupted dsclientoltp database", "proper data sync 2.0 procedure", "clean winsxs folder to free disk space (win10 devices only)", and took a backup of the database files in the d drive (temp). The specialist dropped and recreated the database, then synchronized the station. The station was brought back online and confirmed operational. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was offline from eighteen hours. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.